Event description:
On (B)(6) 2013, the patient reported that she was taken to the hospital in (B)(6) 2012 with a blood glucose level of hi. She was treated with an IV of insulin while at the hospital and released the same day. She stated that the elevated blood glucose level was due to her body adjusting after having a baby in april. She stated that the elevated blood glucose levels were not related to the performance of the infusion device. The infusion device was not requested to be returned for product evaluation.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated.